Event description:
It was reported that the insulin pump was exposed to MRI. The customer declined to provide their blood glucose reading. Nothing further was reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads and scratched display window noted during visual inspection. The insulin pump failed displacement test because it was alarming no reservoir mid travel (units remaining was --- on status screen) due to out of phase motor encoder signal. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.